Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The fielder xt-a guide wire was returned with the concomitant caravel microcatheter for evaluation. The catheter tip was severely twisted and chipped off. The guide wire was uncoiled at approximately 95mm from its tip and unraveled coils were exposed from tearing part of the polymer jacket. Around the unraveled portion, the guide wire was undulated due to accumulated torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion had most likely contributed to unraveling of the fielder xt-a guide wire. The applied torsion would locally accumulate on the tip of the concomitant caravel microcatheter when it was being caught and restricted its movement by the calcified lesion. As the catheter tip became twisted, it twined around and trapped the fielder xt-a guide wire. Further applied torsion made the coil wire of the guide wire unravel, and the unraveled coil wire made the polymer jacket tear. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, damage observed on the guide wire was too severe to completely exclude potentiality that some fragment(s) of the polymer jacket could be left in the patient. Instructions for use (IFU) states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the tip of an asahi caravel microcatheter ruptured during a pci to treat a severely calcified cto in the rca #2. The microcatheter was delivered over an asahi fielder xt-a guide wire in attempts to cross the cto when unusual resistance was met. The catheter tip was found ruptured on the guide wire. Both devices were removed as a unit and the procedure was resumed with new devices. The pci was successfully completed with reestablished blood flow achieved by stent deployment. There were no adverse patient effects associated with tip damage and the patient was scheduled to be discharged home two days after the procedure.